Manufacturer narrative:
The following products were prepped for use and installed on the robot: 0 degree endoscope plus, monopolar curved scissors, prograsp forceps, fenestrated bipolar forceps. However, only the monopolar curved scissors and the fenestrated bipolar forceps instruments had logged time in use of 3 minutes and 2 minutes respectively. A site history review found no complaints have been received for the instruments used during this procedure. A device history record (DHR) review was performed for the device(s) used during the procedure and no non-conformances were identified to be related to this event. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died as a result of a port placement injury at the beginning of the case. The exact type of injury is not provided. Although port placement injuries are often surgical technical errors and no allegation has been made against any intuitive surgical product, further details of the event are not provided. Based on the information in the summary of events, insufficient information is provided to determine if any intuitive surgical product or instrument contributed to this event. Section b2 patient date of death: the date of death provided is estimated. The event occurred on (B)(6) 2025, and the intuitive csr was notified on (B)(6) 2025 that the patient had expired "at the end of last week."

Event description:
It was reported that during initial port placement for a da vinci-assisted ovarian cystectomy surgical procedure, an injury occurred to an unspecified vital structure leading to the patient's death. The intuitive clinical sales representative was informed by or staff that after port placement, a da vinci endoscope was introduced and the injury in the patient's abdomen was observed. The system had been docked for three minutes prior to this observation. The injury required conversion to an open procedure. It was reported that trauma and vascular surgeons were enlisted to assist with the open procedure; however, no specific information regarding the surgical intervention was provided. The patient was transferred to the intensive care unit (ICU) where and ultimately expired on an unspecified date. There was no allegation that a malfunction of a da vinci system, instrument or accessory occurred. Multiple requests for additional information have been made; however, no further information has been provided.

Manufacturer narrative:
Additional information section b5: the surgeon reported that this event was unrelated to the da vinci system or instruments, and was advised by the hospital administration to not disclose all the details of the event as it was not robotic related. Section h11: a review of the system logs found that no errors occurred during the procedure. Log review of the five subsequent procedures performed on the system showed that the system functioned normally, no intraoperative events or issues were found.

Event description:
Refer to h11 for follow-up information.